Event description:
It was reported that post a coronary drug eluting stenting treatment procedure a thrombosis and a myocardial infarction occurred. It was reported that a taxus express2 drug eluting stent of an unknown size was implanted in an unspecified vessel "over 9 months ago." The patient "went off of plavix due to an elective surgery." The patient came in to the hospital "with st" and was taken to another facility where the myocardial infarction occurred. Additional information has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.